Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 11 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Batch # r94e2d. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, a tear drop-shaped clip was formed at the 4th firing. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.